Event description:
The customer's mother reported that the insulin pump alarmed no delivery. Customer stated had bent cannula few times. Customer declined to troubleshoot. Customer's blood glucose was 278 mg/dl. Customer stated wanted to try surety if it works for her son due to he is very thin. Advised the customer to report back if no delivery reoccurs. No further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.